Event description:
Devices returned without paperwork on reason for explant and return. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Ref reports: mw5173355, mw5173357.